Event description:
This report is based on information provided by a schiller us bench engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus ls manual defibrillator, while at a bench repair facility, indicating that the device lcd (liquid crystal display) ribbon cable contacts were damaged. There was no patient involvement, therefore no health consequences or impact.